Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd bbl¿ plate trypticase soy agar 5% sb, one (1) plate had unexpected hemophilus growth. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: material # 251261. Batch # 5127813. Customer reported haemophilus growth on tsa 5% sb agar plate. Retention sampling was performed. Haemophilus was smeared and cultured using a retained sample, we were unable to confirm the growth of the bacteria. Two pictures were provided. Both pictures show a plate with growth, however the type of bacteria cannot be determined through pictures. No returns were received to assist with the investigation. Batch history verification was satisfactory as per internal procedures. There were no problems with the retained samples. No history of complaints. No trends identified. The complaint could not be confirmed. The lot will continue to be monitored.

Event description:
It was reported after using bd bbl¿ plate trypticase soy agar 5% sb, one (1) plate had unexpected hemophilus growth. There was no health impact or consequence reported.